Event description:
The clinical report indicates the access port was explanted and replaced due to access port leakage. Subsequently, the band was explanted and replaced due to pouch dilation and reflux.